Event description:
It was reported that the patient's right lower limb got trapped between the bed side rail and the side of the bed. The patient sustained a large skin degloving. The injury was assessed as a serious injury. The patient's limb required a skin graft, but due to advanced age, it was not performed. The customer indicated that the patient's injuries were improving greatly. The patient has delicate skin. The bed inspection has not been performed yet.